Manufacturer narrative:
(B)(4).

Event description:
Procedure: bowel resection. According to the reporter: recent case had leaking at the anastomosis site product used was item gia8038s lot# p2g0276x. The surgeon stated that they have had several failed closures using these staplers. The pt had a re-op on (B)(6) 2012 which was noticed bleeding at the staple line, doctor used the endo gia and suture to correct the area. Pt is doing fine. No reinforcement material was used during the case. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.